Event description:
This is a spontaneous report received by baxter from a sales rep in 2009 about a transfer set, batch: h07j03064, which detached from the titanium adapter of the peritoneal dialysis catheter. No prophylactic antibiotic treatment was given and no pt injury occurred. The set was on the pt from 2008 to 2009 and was replaced by a new one. The customer would like to know if the thread is within specification. This info has been collected from the customer based on the call script. The actual complaint sample will be sent for investigation.

Manufacturer narrative:
.